Manufacturer narrative:
(B)(4), 2011. The analysis on this device is pending. (B)(4), 2011.

Event description:
One day post implant, the impedance was around 210 ohms in bipolar with failure to sense or capture. An intervention was performed and the ventricular oscor lead was found to have an insulation break. The lead was replaced along with this pacemaker since a new pacemaker box had been opened.

Manufacturer narrative:
April 18, 2011. The analysis on this device is pending.

Event description:
One day post implant, the impedance was around 210 ohms in bipolar with failure to sense or capture. An intervention was performed and the ventricular oscor lead was found to have an insulation break. The lead was replaced along with this pacemaker since a new pacemaker box had been opened.